Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ ultra-fine¿ pen needle cannula broke off. The following information was provided by the initial reporter: the consumer reported the needle missing from patient end and that when the green cover was removed there was no needle and when looking inside of the green cover something that appeared to be the needle was stuck in the cover. The consumer does not re-use. Date of event: unknown. Samples: available.

Event description:
It was reported that 1 bd nano¿ ultra-fine¿ pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported the needle missing from patient end and that when the green cover was removed there was no needle and when looking inside of the green cover something that appeared to be the needle was stuck in the cover. The consumer does not re-use. Date of event : unknown. Samples : available.

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.